Manufacturer narrative:
The device has not been returned to animas for evaluation. .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. It was noted that the patient was not calibrating at least every 12 hours and had not waited 10 minutes since the calibration before comparing bg values. Additionally, the patient had taken acetaminophen or paracetamol. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.